Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 66, 72, 58 (all fasting) and 86 (non-fasting) mg/dl. The customer's expected fasting blood glucose test result range is 120 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. Customer's test strips are not impacted by recall. The meter memory was reviewed for previous test result history (date/time not set; results from log book): (B)(6).